Manufacturer narrative:
Concomitant product(s): 6940-52 lead, implanted: (B)(6) 1999; 6996sq58 lead, implanted: (B)(6) 2017. \a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and pocket erosion. The right atrial (ra) lead, left ventricular (lv) lead, and implantable cardioverter defibrillator (ICD) were explanted. The epicardial rv lead was difficult to removed due to heavy, calcified fibrosis. Eventually, the lead fractured and was free enough to be partially explanted. The epicardial lv lead was partially explanted. No further patient complications have been reported as a result of this event.